Event description:
It was reported that the system 2800's image was shaking and rolling causing dramatic distortion in the images. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the ccd camera was defective and was replaced. The camera was calibrated. The system was tested and found to be working as intended and placed back into service.